Event description:
Had essure procedure (B)(6) 2012. (B)(6) told me it would be very easy recovery and I would be in and out quickly with no open wounds rather than invasive procedure, tubal ligation. I agreed, thought it would be the best procedure. They asked if I was allergic to any medication, I said yes, ceclor. I was not aware the spring contained nickel. I can not wear fake earrings, my ears swell. I never thought about it considering I am not the surgeon just a pt who wanted permanent birth control at age (B)(6). So when I went to follow up to see if the procedure was successful it was. I asked if it was normal to have pains in my sides and bad cramping. I was told yes, it will subside, it's from the scarring of the device in my tubes. Now, a year later I feel like I am going through menopause. Hot flashes, nausea almost every day, headaches 3-4 days a week, every time I bend, cough or use stomach muscles I have pain. Even painful intercourse and after I sometimes lay in very bad pain. The list goes on and on. I thought I was going crazy. I just a few days ago had dark brown mucous like discharge followed by light red blood in pad. Every time I pee, clots come out. I have hemorrhaged several times in the past and I am very scared. I called (B)(6) today and requested to see the surgeon and the nurse said see family doctor first for testing, it could be something else? Omg, really?!! So she scheduled me in for (B)(6). I already have an appointment with family doctor next week. I pray I can safely have these springs removed in a timely fashion without any more issues with (B)(6). Every time I get my period now, I feel flushed, I get achy all over, low fever and feel like hell. That's how I know when I wake up the next day I have my period. I can't do this anymore, I want it out. I am now (B)(6) and feel 99. Help. Don't let this continue. Too many naive women like myself fall for the "easy tubal". Like they say. The easy way isn't always the best way. I live and I learn.